Event description:
The event involved an allegation the device states, replace battery. During the pvt visual inspection, testing and investigation found the black pins that hold the leaf spring in the mechanism assembly were melted. Additionally, the rivet push plastic and the mechanism assembly were replaced. The device passed visual inspection and self-test. There were no reports of any adverse patient events or delays in critical therapies, while the device was in clinical use. No additional information was provided.